Event description:
A nurse contacted baxter's technical service center and reported that home choice (hc) machine was overfilling the homepatient (hp) drain use. The nurse (rn) stated, the hp came in to the clinic today and stated he felt over filled. The nurse drained the hp manually and the hp drained out 4100ml. The technical service representative (tsr) asked what the last fill volume was and the nurse stated 2400ml. The tsr asked what the initial drain alarm (ida) was set at and the nurse stated 65 percent (%). The tsr asked if the minimum drain volume was set at 65% and the nurse stated they programmed the procard so the minimum drain volume was 65%. The tsr asked what the fill volume (fv) was set at, and the nurse stated 2400ml. The drain volume and fill volume calculation, meet increased intra-peritoneal volume (iipv) criteria. The tsr explained with the minimum drain volume set at 65%, the machine could leave as much as 840ml per cycle, and can cause an overfill. The tsr explained that the factory default for minimum drain volume was 85%. The nurse stated they would changed the hp's procard to 85%. The tsr asked what the ida was set at and the nurse checked the programming and stated ida was 1400ml. The tsr would swap the machine and the nurse stated they would lend the hp a machine to use until a new machine arrived. On (B)(4) 2010, product surveillance spoke with the hp's nurse regarding the overfill. The nurse stated that the patient no longer had symptoms of overfill and is continuing with therapy. The nurse confirmed there was no patient injury or medical intervention associated with this report. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device/sample has been reported to be available for evaluation and has been requested. However, the device/sample has not been received for evaluation as of yet. If the device/sample is received, a follow-up report will be submitted upon completion of the evaluation.